Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle would not aspirate medication. The following information was provided by the initial reporter: "consumer reported being unable to draw medication into syringe. Consumer stated multiple syringes affected."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/19/2021. H.6. Investigation: customer returned a single 0.5ml syringe. Functionality testing was performed on the syringe by attempting to draw water. It was noted that despite ample time provided, syringe could only draw a minimal amount of water. Potential blockage of the syringe needle. A review of the device history record was completed for batch# 1172330. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. No root cause determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle would not aspirate medication. The following information was provided by the initial reporter: "consumer reported being unable to draw medication into syringe. Consumer stated multiple syringes affected."